Event description:
Reporter alleged he took his normal medications, felt dizzy, and attempted to test on the complete system but couldn't because of an error message. Reporter stated he went to the hospital, was there 2 hours, and began experiencing hypoglycemic symptoms. Reporter stated that hospital obtained a 27 mg/dl on their system and treated him with juice and a "drexel" IV. Reporter stated they treated him again after a 33 mg/dl result was obtained with another "drexel" IV. Reporter stated he was kept for 10 days, they also found a heart condition for which he was treated, and he was given medication to manage his diabetes. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.